Manufacturer narrative:
Block e1: (initial reporter address 1) the reported health care facility's address 1 is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. After the ligation device was installed, the ligation bands were adhered together, and it could not be deployed during deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. After the ligation device was installed, the ligation bands were adhered together, and it could not be deployed during deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1: (initial reporter address 1): the reported health care facility's address 1 is (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: investigation results: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the ligator housing had six bands attached, some of which were overlapping. Additionally, the teeth of the ligator housing were found to be damaged. The handle showed no evidence of the trip wire being secured, and the trip wire slack had not been taken up. These findings from the visual inspection were corroborated by a media review, as a video was provided showing the physicians attempting to deploy the bands unsuccessfully. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was determined that the device's instructions for use were not followed. Specifically, the trip wire was not secured into the handle slot, and the slack was not taken up. This oversight can significantly impact the deployment of the bands once the ligator housing is installed on the endoscope, as the trip wire may not function properly in coordination with the handle during band deployment. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the damage on the teeth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.